Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product ID: 419678 implantable pacing lead, implanted: (B)(6) 2009. Product ID: 694758 implantable tachy lead, implanted:(B)(6) 2009. Product ID: 507645 implantable pacing lead implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the device experienced battery longevity that was shorter than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.